Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the pim leak test failed on the cardiosave intra aortic balloon pump (iabp) prior to use. There was no patient involved.